Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description and service report. The ventilator was investigated on-site by our field service engineer. Air gas module was found defective and was replaced. After replacement of the air gas module the ventilator functioned properly and was cleared for clinical use. The replaced parts were not returned for investigation and since no parts were returned for investigation, the root cause of the event has not been determined. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).